Manufacturer narrative:
Physio-control further evaluated the removed cable assembly which connects the keypad assembly to the interface pcb assembly. The cause of the reported failure was determined to be due to an electrically open line, column 0/pin 15, of the plug connector, designator p39 of the cable assembly.

Event description:
The customer reported that there were multiple keys on their device that would no longer function, including the energy select up key. This would not allow the device to be able to select a defibrillation energy levels during therapy. Additionally it was observed that the advisory button was not functional. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The cable assembly which connects the main keypad assembly with the interface pcb assembly was found to be the cause. After this cable was replaced, proper device operation was observed through functional and performance testing and the device was returned to the customer for use.